Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an explant procedure where in the implantable pulse generator (ipg) was removed. No further information was obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.